Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus was showing a reverse angle. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and exhibited error camera_err_tip_temp_error. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found a label on the shell housing. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable intergraded connector housing exhibited discoloration. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed payload test. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was confirmed to be inverted. The image was flipped upside down. The system did recognize the endoscope. The procedure was completed using another endoscope. The surgical delay was approximately 35 minutes. There was no reported patient injury.

Event description:
Refer to h10/h11 for follow-up information.